Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus delivered was different than the bolus requested. Reportedly, the customer experienced a high blood glucose (bg); however a specific value was not provided. Correction boluses and manual injections were delivered to treat bg level. Customer was unable to upload pump, therefore a pump data review could not be performed to determine a possible of the issue reported.